Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that both right atrial and right ventricular exhibited high capture thresholds. The right ventricular lead also exhibited oversensing and loss of capture. The patient presented on (B)(6) 2018 for lead revision procedure. Both leads were explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
A partial lead measuring 7.0 cm was returned for analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received on 12/21/2018 indicating that the right atrial and right ventricular lead also exhibited low impedance.